Event description:
This patient was evaluated by paramedics & was placed on a transcutaneous pacemaker. The patient required pacing with zoll pads at 64 ma, milliamps, to the patient then arrived in the emergency department and was transferred to emergency department's pacer at 68 ma and a rate of 82 beats per minute. When the ma was turned off, the patient's intrinsic heart rate was only 25 beats per minute. The patient continued to be paced at 68 ma and rate of 80. After stabilization in the emergency department, the patient was admitted to the unit. The patient did not require transcutaneous pacing at that time. Later in the evening, the patient's heart rate dropped to the 20's and the transcutaneous pacer was again turned on at 68 ma and rate of 80. The ICU fellow arrived and inserted a transvenous pacemaker via the patient's right internal jugular. The patient did not require any transthoracic pacing after transvenous line placed. A few hours later, a chest x-ray was done to confirm placement of transvenous line but transcutaneous pacer pads were left in place. The next norning, the transcutaneous pads were removed from the patient's chest and 2 pea sized third degree burns were noted on the patient's anterior chest midline position. The md was notified and a wound consult was done; silvadene dressings were ordered and done twice a day. A few days later, the patient was sent to another facility for insertion of a permanent pacemaker with automatic external defibrillator. The patient returned to the unit after the procedure. The patient continued with dressing changes and was discharged with instructions from the unit the next day. Upon investigation by the nurse manager and the cns, it did not appear to be placement of pads which resulted in the burns. All edges were intact and pad was totally flat/intact on the chest wall. The patient had been paced with these pads for a period of 6 hours intermittently, not continuously. The ma required to obtain capture was within appropriate range. It is surmised that either a couple of drops of water or possibly sweat may have been on the patient when the pads were placed by paramedics; this may have caused an arcing of the current leading to the burns.